Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer stated he had trouble getting blood out of his finger and the finger is quite sore. He suspects that the lancet broke away from the drum and is still in his finger. He can´t see the lancet or is absolutely sure it´s in there but he feels like it is. No adverse event alleged. A request was made for the return of the drum. Lot not provided.